Event description:
It was reported the patient had increased pain and thought that their spinal cord stimulation was not working. The reporter stated that for the past 3 weeks they had increased pain and had been unable to determine the status of the implantable neurostimulator because their patient programmer was lost. It was noted the patient lost their programmer approximately 6 weeks ago. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).